Event description:
It was reported that a ventilator generated an erratic top display during patient use. Though requested, no additional information has been obtained by the manufacturer. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and did not duplicate the reported issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst) and electrical safety tests